Manufacturer narrative:
Product event summary: at analysis the generator failed incoming testing and it was recommended that due to a lack of replacement parts the generator be scrapped.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification. There was no patient involvement.